Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient underwent additional surgery consisting of a bone spur removal that had developed at the site of patient¿s previous surgery. Rhbmp-2/acs was implanted in this additional surgery. As reported, post-operatively, patient continued to have increasing low back pain and is unable to stand, sit or lie down unaided for more than a short period of time without suffering from tremendous pain. Reportedly, patient has an increased fear of cancer.